Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 25 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include beginning to lose consciousness, which is why the ambulance was called. In the emergency room, the patient was treated with d-50 medication intravenously, as well as juice and crackers. The pod also had a hazard alarm in the ER, and was removed by hospital staff and discarded. The patient was released after spending about 6 hours in the emergency room. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u): 8:28pm 100 50 5.45, 25 (began to lose consciousness; ambulance called), 11:00 (admitted to emergency room), 2:00-4:00am (discharged from emergency room).